Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di) (B)(4).

Event description:
It was reported the patient did not use or recharge her ipg. As such, the device became inoperable. Subsequently, the patient underwent surgical intervention on (B)(6) 2016 at which the ipg was explanted and replaced with a different model. Reportedly, effective therapy resumed following the procedure and the issue is resolved.